Event description:
Additional information was received from the patient. They reported that the rep came and reset the device. It had last some capability only the rep can fix. The issue is resolved at the time of this report. Will see in 6 months for possible battery replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the device was not working, meaning they encountered power on reset (por) message and were "leaking poop". The patient stated they noticed they were kind of leaking but noted they were having other digestive issues (not alleged to be related to the device/therapy,) so they thought that was the cause but then they went to turn the therapy off prior to back surgery (not alleged to be related to the device/therapy,) and encountered a por message. Potential causes of por were reviewed with the patient and the patient stated that they had several lumbar myelograms and cervical myelograms prior to their back surgery. The patient also stated that they would get urinary tract infections that "test ecoli". (Not alleged to be related to the device/therapy). It was noted that the patient was currently inpatient at the hospital recovering from their surgery and they were planning to be released tomorrow. The patient was redirected to their healthcare provider to further address the issue.